Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening sharp in the valve bond edge assessed as unidentified (tear) opening. No shell thickness due to opening is under plug strap. Additional observations: crease fold observed in the surface of the shell. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation right implant" against right side device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation right implant" against right side device. Device remains implanted.

Manufacturer narrative:
Additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.